Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 35 mg/dl. Customer has treated their blood glucose with a orange juice and glucose tablets. The customer also reported receiving a lost sensor alert with their sensor. Troubleshooting did not find any damage to the connection bridge or pins on the transmitter. Customer was advised to change out the sensor. Customer declined to troubleshoot for their low blood glucose. The customer agreed to return the sensor for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.